Event description:
It was reported that following a ventricular fibrillation (vf) episode there was an observation for a charge circuit timeout due to charge time taking approximately 30 seconds. The battery was at end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2011, 4194 implantable pacing lead (B)(6) 2011. (B)(4).